Event description:
Customer alleged the left rear leg of walker broke while in use. Minor injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 6291-5f, serial number/date (B)(4) is approximately 2 months old. The owner's manual part number 1167481 rev a (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Invacare's territorial business manager reported that the left rear leg on the 6291-5f walker allegedly broke, causing the consumer to fall. The consumer had been using this device allegedly for 5 days. The consumer was indoors (at his sons' house). He was walking down a hallway to the bathroom. He was crossing over the threshold when the leg of the unit allegedly broke. Undetermined minor injury alleged. No medical intervention alleged. The damaged product is to be returned to invacare for an inspection / evaluation.